Manufacturer narrative:
(B)(4). The device was returned on 08/22/2016. (B)(6). (B)(4).

Event description:
According to the reporter, the stapler cut and did not staple, it failed to create an end-to-end anastomosis. Unspecified medical intervention was required. The or time was extended by 30 minutes or more. Follow-up questions have been sent to obtain additional information.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of a photo and one eea 28mm single-use stapler. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.